Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1: removal of reporter first and last name and email address. Correction to e1 establishment name: olympus. Correction to e2: no. Correction to e3: non-healthcare professional. Correction to g2: foreign, company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. It is probable that the incident occurred while the user was handling the equipment after it was shipped from the factory, but the cause could not be identified. Information obtained from the customer noted that the user was using high-energy treatment tools at a sufficient distance from the tip of the scope. The event is addressed in the instructions for use which states: the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope describes the detection method as follows: inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. The instruction manual cf-hq1100dl/I operation manual_4.3 using endotherapy accessories contains warnings for use with high-energy treatment tools. Never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device